Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. For this same event documented against an additional likely causes architect i2000sr analyzer 03m74-02 sn (B)(4). See manufacturer report number 1628664-2017-00259 and architect troponin reagents ln 02k41-37 lot 64671un16 see manufacturer report number 1415939-2017-00146.

Event description:
The customer observed falsely elevated troponin results on the architect analyzer. There was no impact to patient management reported. Specific initial and repeat data was provided for 66 sids ranging from less than 0.01 to 1.97 ng/ml.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.